Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel perforation occurred. A 1.25mm rotalink¿ burr was used and advanced to treat the extremely high calcification and extremely high tortuous target lesion located at the right coronary artery(rca). During procedure, upon ablation of the rca, a vessel perforation occurred. An unspecified balloon catheter was used to seal the vessel perforation. Due to the vessel calcification, no other devices were able to be introduced. The patient underwent coronary artery bypass graft as he had a left anterior descending lesion as well. No further patient complications were reported and the patient's status was stable.